Manufacturer narrative:
(B)(4). Unknown liner, unknown cup, unknown stem. The investigation is still in progress. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04436, 0001822565-2017-04437, 0001822565-2017-04438.

Event description:
It was reported that a patient is being considered for a revision surgery on an unknown date for an unknown reason. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.